Manufacturer narrative:
Submit date: 9/7/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: during the manufacturing process, it was identified that the syringe had the non legible graduation markings.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 813451 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are taken throughout the production of the lot and checked for legible print. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. Process monitoring data was reviewed and there were no issues noted with the print head and tape advance from barrel printer 5. A review of the machine setup was conducted and there were no issues. A review of the barrel printer 1 and barrel printer 5 did not show any issue with illegible or missing print. The barrel printer can cycle 2 to 3 times after the print ribbon breaks. The machine will not restart until the operator restrings the print ribbon. One (1) photograph was provided for evaluation. Review of the photograph observed there was print missing from the barrel. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. The barrel printer will stop when the print ribbon breaks and the machine will not restart until the operator restrings the print ribbon. The most likely root cause of the reported condition was that the print ribbon broke during the printing process. The reported customer complaint is confirmed. A root cause could not be determined. A most likely root cause was determined to be the print ribbon broke during the printing process. This complaint will be used for tracking and trending purposes.